Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported the staples did not completely form. The case was completed by hand sewing. There was no conseuquence to the pt.